Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. The reason for call was caller reported the implant is not working and not charging. Caller reported the incision area gets very hot when they are recharging the ins and this has been going on for a long time and progressively getting worse. Patient services (ps) asked clarifying questions. Caller stated the incision area is sensitive to the touch. Ps confirmed the recharging antenna is not getting hot when recharging the ins. Caller asked patient and patient said the ins area inside his body is getting hot when he is recharging the ins. Caller stated they inform the hcp and nothing has happened. Caller stated they try charging the ins 3 months ago but not sure if it was 3 months ago and prior to that they don't remember when the ins was charged. Patient services (ps) reviewed ins in possible overdischarge state and recommend patient consult with hcp ofc for next steps. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.